Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. No visual defects were observed. The device was evaluated for its electrical function according to the service manual using a precision multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The device passed all tests, the green light indicator on the power supply turned on and the beeping tone was heard and continued to play as soon the switch was turned on. The results of the test are as follows: measured no load voltage test: 5.50 vdc pass (requirement: 5.5 vdc +/- .05 vdc) ; measured low current output test: 3.99 amps dc pass (requirement: 4.0 +/- .05 amps dc); measured high current output test: 6.00 amps dc pass (requirement: 6.0 +/- .05 amps dc). Based on results of the evaluation and the return condition of the device, the reported complaint was not confirmed for the failure mode "intermittent continuity"

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply customer thought that the problems with new generator may originate from poor power cord connectivity. Another instance of inconsistent power was noted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply customer thought that the problems with new generator may originate from poor power cord connectivity. Another instance of inconsistent power was noted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.